Event description:
Additional information received indicated that atrial noise reversion episodes were observed via remote transmission. Patient was asymptomatic and presented into the clinic for isometric testing. Noise was reproducible. The patient will be followed closely.

Event description:
It was reported that the device was oversensing some noises, which inhibited pacing. Programming changes were made and the patient will continue to be monitored.